Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced a drawer failure. The field service engineer (fse) identified drawer rails were causing jamming during operation. The entire drawer was removed from the station, and all rails were adjusted by replacing the bumper stoppers. After completing the adjustments, the drawer was reinstalled, and functional testing was performed, and the operation was successful the field service engineer (fse) identified drawer rails were causing jamming during operation. The entire drawer was removed from the station, and all rails were adjusted by replacing the bumper stoppers. After completing the adjustments, the drawer was reinstalled, and functional testing was performed, and the operation was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed.the customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported due to this event.